Event description:
On (B)(4) 2016, information was received from a consumer, via a company representative, regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and spinal stenosis. Medical history and concomitant medications were not reported. On (B)(6) 2016, the patient had their pump removed and it was not replaced; it was an "utter failure." There was no allegation against an implanted device, and no additional information was provided.

Event description:
Additional information received from the consumer reported that the pump was removed as it was time for battery change, but the pump had not worked for back pain relief ever (6 years of no pain help) so it was not replaced. Most of the medications used, except the last one, never got to the patient's therapeutic level before changing medications. The patient experienced lots of pain before the removal and after. The drug that was used via the device system was dilaudid, where the dose and concentration was not known. However, it was indicated that they could not go any higher in dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.